Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that a revision took place for comfort and recharging issues. It was reported that the ins was in the patient's abdomen and tilted, so the ins pocket was moved up and closer to the skin so it would be easier for the patient to recharge. It was unknown as to whether the ins was sutured in place. Additional information received stated that the revision resolved the ins tilt, as well as the discomfort and recharging issues. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain.